Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced with a different model due to possible lead fracture.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#:1627487-2018-05416), it was found the patient's paddle lead reflected high impedance readings on all lead contacts. As such, the patient will undergo surgical intervention to address the issue.